Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the power cord and power switch were browning. Additionally, the power switch burned out after being replaced about a month ago. Upon follow up, the biomed tech confirmed the reported product complaint. The biomed stated after replacing the power supply roughly one month ago, now the power cord is discolored, the wires to the power switch are charred and the power switch is burned out. The biomed confirmed the machine serial number is (B)(6). The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed stated the discoloration was heat related damage, caused by a faulty outlet that was pushing too much power to the machine. The biomed confirmed that a certified licensed electrician came to the facility and verified the outlet issue. The biomed stated the facility outlets have been replaced to resolve the reported issue. The biomed stated the power cord, power switch and the charred wires were replaced, and the machine has been returned to service, operating without any additional issues. Additionally, the biomed confirmed no damage was observed on any other components, or any other additional issues associated with the reported event. There was no smoke, melting, or arcing noted, and there were no reports of sparks or flames. The biomed stated the machine has approximately 25,000 hours. The biomed confirmed the samples were discarded of and not available for return to the manufacturer for physical evaluation. The biomed confirmed there was no patient involved with the reported event. No harm or adverse events was experienced due to the malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the power cord and power switch were browning. Additionally, the power switch burned out after being replaced about a month ago. Upon follow up, the biomed tech confirmed the reported product complaint. The biomed stated after replacing the power supply roughly one month ago, now the power cord is discolored, the wires to the power switch are charred and the power switch is burned out. The biomed confirmed the machine serial number is (B)(4). The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed stated the discoloration was heat related damage, caused by a faulty outlet that was pushing too much power to the machine. The biomed confirmed that a certified licensed electrician came to the facility and verified the outlet issue. The biomed stated the facility outlets have been replaced to resolve the reported issue. The biomed stated the power cord, power switch and the charred wires were replaced, and the machine has been returned to service, operating without any additional issues. Additionally, the biomed confirmed no damage was observed on any other components, or any other additional issues associated with the reported event. There was no smoke, melting, or arcing noted, and there were no reports of sparks or flames. The biomed stated the machine has approximately 25,000 hours. The biomed confirmed the samples were discarded of and not available for return to the manufacturer for physical evaluation. The biomed confirmed there was no patient involved with the reported event. No harm or adverse events was experienced due to the malfunction.